Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that expressew shears presented failure, as it does not completely close the jaw when it has tissue. Causing needle failure. The complaint device was received and evaluated. Visual observations revealed that the device had marks of wear. A retention plate was received along the device. It observed that the jaws doesn¿t close normally contributing to the holding failure; besides, the upper jaw was completely loose when the jaws are closed. In addition, it was identified that the pin located in the shaft which actioned the jaws was missing. It is not possible to test its functionality due to it did not hold the sample rubber strip. Also, it was not possible to load a needle since there was resistance noted and it is not functional. Therefore, this complaint can be confirmed. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. Also, for the wear and tear of the device can be related to lack of maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues.however, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2020, it was observed that the expressew iii ac+ gun device presented failure as the jaws did not completely close when it had the tissue causing needle to fail. During in-house engineering evaluation, it was determined that the upper jaw was completely loose when the jaws were closed and the pin located in the shaft on the jaws was missing. There were no adverse patient consequences reported. No additional information was provided.